Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. The device was received in good physical condition. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log displayed no evidence of the reported issue. To further investigate the reported issue, the software app was checked. Customer's problem was not confirmed; no reported error 44508 could be found in the software app and event log. No further actions were taken.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error 44508. This occurred during testing. There was no patient involved.